Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had button failure, and the buttons kept going higher on their own. It was reported that the customer had damage to the pump. It was reported that the customer had issues with high blood glucose levels. It was reported that the customer was inquiring about pump replacement. No further information or assistance provided at this time.